Manufacturer narrative:
Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. Based on the customers report, the customer was advised to remove the AED from service. The customer was referred to a distributor to purchase a replacement AED and as a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED's asi is flashing red and prompting a "replace battery pack now" warning. The customer reported the unit was purchased from an online auction. The customer did not report this occurring during patient use.